Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated the lead continued to exhibit noise, low impedance, and unacceptable thresholds. The lead was reprogrammed and will continue to be monitored.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier. The atrial lead exhibited noise and low impedance. The noise was reproducible. The device was reprogrammed.